Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unfiled claim and medical record received. After review of the medical records, the patient was revised to address metal on metal reaction resulting to pain, elevated metal ions, sedimentation and crp. Mars MRI reported evidence of loosening and osteolysis around hip. Operative note reported a fibrinous white type of tissue consistent with mom reaction. Some trunnionosis under femoral head and the inferior ridge of the taper. Osteolytic material were removed mainly along the posterior femur. Some osteolysis superior and inferior to the cup. The screw had a small portion that was broken off. Screw head removed and metal debris. She had a small defect about a dimed-sized in the anterior wall of the cup (highly probable due to removal). There were scarring in the capsule and short rotator and this was repaired. Doi: (B)(6) 2008; dor: (B)(6) 2019 ; right hip.